Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 module. One example was provided. The initial result was 70.7 pg/ml. The repeat results were 44.8 pg/ml and 45.9 pg/ml.